Event description:
It was reported the patient's blood glucose level rose to around 300 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found to be dislodged. It was also discovered that after removing the pod it was smelling and wet of insulin. As treatment, changed the pod and tried giving bolus.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and no damages were observed to the device that would result in the dislodging of the cannula. The cause of this event cannot be determined. A leak test was performed on the device, and no leaks were observed along the fluid path. No damages were observed to the device that would result in leaking during wear.